Manufacturer narrative:
The following information was erroneously omitted from the supplemental report (B)(4)submitted on 6/20/2019: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/8/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the sample some creases were observed on the anterior and posterior view. Within crease a tear was noted in the posterior view, measuring approximately 0.2 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4), lot number 6723951. Manufacturerâ¿¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with a saline mentor smooth round moderate profile 300cc breast implant and experienced a sharp pain in shoulder along with burning on left side. The patient could not use her left arm or hand for a short period (hours) and still has pain and cannot lift. The patient also noticed the left side was deflated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information received on 6/7/2019 indicated the patient underwent removal on (B)(6) 2019. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).